Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted or explanted. Per the facility, the complainant part was discarded and, therefore, is not available for evaluation. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient underwent a talonavicular fusion procedure on (B)(6) 2016. During the procedure, the wire became stuck inside drill. When the nurse attempted to remove it, the drill bit bent. The bent device was discarded and a second drill bit from the set was used to complete the procedure without delay. No reported patient harm. This report is 1 of 1 for (B)(4).